Event description:
Foreign mfg in the tip of the dental scaler had broken off in a pt's mouth. If this failure was to reoccur, the worst case scenario would be the pt possibly swallowing or inhaling part of the scaler tip. Co has no reports of any injuries due to this type of product malfunction.